Event description:
It was reported that a female patient underwent breast augmentation revision with a 375cc mentor memorygel breast implant on the left breast and suffered left breast implant rupture, post-operatively. As a result, the patient underwent breast implant removal and replacement with a 375cc mentor memorygel breast implant (catalog: 3503751bc lot: 9727184 sn: (B)(4). On (B)(6) 2022. Upon removal of the implant, large air bubbles were noted by the explanting doctor.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware that an incorrect unique identifier( UDI) was erroneously submitted in the initial report sent on september 16, 2022. The correct number has been populated. Section d 4. Unique identifier( UDI): (B)(4).

Manufacturer narrative:
On (B)(6), 2022, an analysis of the suspect medical device's photo was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Investigation summary: during the visual evaluation of the image provided, some bubbles were observed in the gel; however, no rupture was noticed. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.